Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, the s5 hlm displayed a defective arterial clamp alarm that cannot be cleared during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H4: device manufacture date was updated due to a typo in the initial report. H11: involved unit was manufactured in 2015 and according to the analysis of post-market data, no concerning trend has been identified for this failure mode. Based on investigation findings, no device problem was found. It cannot be ruled out that the reported event was due to a temporary electrical failure as a false contact or bad connection which was definitively fixed by service technician throughout the equipment check. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
A livanova field service engineer was dispatched the customer, tested the clamp extensively and could not reproduce the reported problem. The fse reseated the connector at the ep pack and tested without any issues. Performed functional verification tests and all tests passed. No issue found for current clamp, disregard previous information. Unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.